Event description:
The customer stated that his blood glucose readings had been higher than usual when testing with his breeze meter. On one occasion, the customer received a reading of 80 mg/dl from his breeze meter, but he was feeling dizzy. The customer then went to see his dr and was told by a diabetes consultant that he was about to pass out. The customer's glucose was tested while in the office and the reading was around 50 mg/dl. It's not known if the customer received any type of treatment. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.